Event description:
Pt was tested as being latex sensitive. She continued to use latex gloves. She used these latex gloves for the first time and had a systemic response and had to be taken to the emergency room. Pt has fully recovered.